Event description:
Reported as, "impossibility to fill the implant, no leakage found." Event further clarified that the fill was the first attempt, but no difficulties were noted during the flushing the band or port prior to placement.